Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a post-implant check on (B)(6) 2021 where it was discovered that the atrial lead was failing to capture and sense. An x-ray revealed that the lead had dislodged. The lead was then repositioned. Patient was discharged home on (B)(6) 2021.